Event description:
A customer reported an issue where a cartridge was not fully snapping into the pump. Upon inspection, it was found that there was an o-ring on the pneumatic tap, which was addressed by removing the o-ring and cleaning the area. There was no adverse impact to the customer's blood glucose level. The customer was instructed to reload the cartridge but chose to do this independently and confirmed that the new cartridges fit the pump without issue, requiring no further assistance.